Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implant placement of tooth site #14 the impression post sheared off at the internal hex inside the implant before seated. Surgeon had to drill out the portion inside the implant and did not want to leave the implant in patient since there was likely internal damage.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie received one (1) tsvwb10, (implant, tapered screw-vent, 4.5mm collar, wide, sbm, 10mm l) for evaluation. Visual evaluation was performed. Implant, mount and screw were returned. Implant drive feature and internal threads are damaged. Malfunction detected. DHR review was completed for the subject lot number 1269710. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269710 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. Even though no remains of a fractured screw were identified inside the implant, the inner drive feature was observed to be damaged. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.